Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the mildly calcified left internal carotid artery. An rx accunet was advanced to the target site and deployed. A 7-10 x 30 mm rx acculink stent delivery system was then advanced to the target lesion and deployed. The patient was discharged to home two days post procedure. On (B)(6) 2012, the patient was found on her bedroom floor, unresponsive. The patient was re-hospitalized and experienced altered mental status. Computed tomography and magnetic resonance imaging revealed a small left parietal lobe infarct and deep white matter infarct in the right temporal lobe and a cerebrovascular accident (cva) was diagnosed. Doppler ultrasound noted the stent in the left internal carotid artery was patent. The patient was discharged on (B)(6) 2012; however, the condition continues. No additional information was provided.

Manufacturer narrative:
(B)94). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2012: computed tomography= small left parietal lobe infarct and deep white matter infarct in the right temporal lobe. (B)(6) 2012: magnetic resonance imaging= small left parietal lobe infarct and deep white matter infarct in the right temporal lobe. (B)(6) 2012: carotid doppler ultrasound=patent stent. Add'l devices: other: aspirin, clopidogrel; embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.